Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the issue with suite pc. Fse replaced the suite pc. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the suite pc. The fse replaced the suite pc, reinstalled the software and returned the system to use in good working order.